Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that they experienced high blood glucose level was 400 mg/dl at the time of incident. The customer's parent did not provide details on symptoms and treatment related to the high blood glucose level episodes. Customer's parent stated the site was actively bleeding at the time of call. Customer's parent troubleshoot was not performed. The insulin pump will not be returned for analysis.